Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation difficulty was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery. Reportedly, the 3.0 x 15mm rx trek could not be inflated. The device was removed and another unknown dilatation catheter was successfully used to treat the lesion. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.